Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead returned with the helix extended. Visual inspection found blood and body fluid in the helix housing. The lead tip and helix had no visible signs of any issues which would lead to dislodgement. However analysis noted that there was tissue entwined in the helix which may have contributed to the helix being unable to be secured to the patient tissue at the repositioning procedure, depending on when it became entwined in the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged via x-ray at follow-up. A revision procedure took place where it was noted that the helix was unable to be secured to the patient tissue. Subsequently this lead was successfully explanted and replaced. No additional adverse patient effects were reported.